Event description:
The customer reported erroneous white blood cell (wbc) results were generated when using the coulter lh 780 hematology analyzer. The customer was unable to provide data, or recall examples of the erroneous results. Patient samples were rerun on another instrument. No erroneous results were reported out of the laboratory. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed an error condition of vote out (non-numeric results) for the white blood cell (wbc) parameter for the first aperture. The aperture was unclogged. The wbc bath was draining slowly, for which the wbc bath check valve cv51 was replaced resolving the event.